Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, "[there were] fibers stuck to the outside of the tubing." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed; the fibers were on the exterior of the tubing. An ftir (fourier transform infrared spectroscopy) scan of the fiber suggested that the fiber's structural composition was closest to the of the composition of nylon. Therefore, they foreign matter came from the velcro straps located inside the tub of the pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).